Event description:
It was reported that a transient ischemic attack occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted. The same day post procedure, the patient experienced transient ischemic attack with symptoms of slurred speech, and facial drooping. The patient remained in the hospital overnight for observation. The patient symptoms had fully resolved by the next morning with no intervention required. The patient had fully recovered and was discharged home. The physician suspected that the cause was most likely a result of the anesthesia.